Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on march 09,2026, with lot number 2292176. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "implant rupture with suspected anaplastic lymphoma", "intracapsular rupture with inflammatory sero-hematoma and capsular fibrosis", "periprosthetic fibrosis and abundant complicated internal sero-hematoma" and "capsular contracture baker grade IV". Histopathology report indicated no alcl, there is no malignancy. No indication for sero-hematoma as no fluid was collected during histopathology samples. Events of rupture and capsular contracture baker grade IV are reportable. This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "implant rupture with suspected anaplastic lymphoma", "intracapsular rupture with inflammatory sero-hematoma and capsular fibrosis", "periprosthetic fibrosis and abundant complicated internal sero-hematoma" and "capsular contracture baker grade IV". Histopathology report indicated no alcl, there is no malignancy. No indication for sero-hematoma as no fluid was collected during histopathology samples. Events of rupture and capsular contracture baker grade IV are reportable. This record is for the left side. The device was explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0) was performed, and the event of lymphoma - alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Additionally reported was the event of seroma.